Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the capsure straight (device 2). An additional supplemental emdr was submitted to represent the ventralight st with echo ps (device 1). Note, the manufacturing date (15-sep-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) -2016 - patient was diagnosed with supraumbilical and umbilical hernias thereby underwent laparoscopic repair with implant of ventralight st with echo ps (device 1) and capsure straight. Per op notes, ¿a small incision was made in the left upper quadrant. A ventralight st with echo ps (device 1) was placed and secured with capsure straight (device 2).¿ on (B)(6) 2019 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic/robotic assisted repair with excision of ventralight st with echo ps (device 1) and capsure straight (device 2). Per op notes, ¿a small incision was made in the left upper quadrant. Omentum was noted to be adherent to the abdominal mesh and completely detached. The ventralight st with echo ps (device 1) and capsure straight (device 2) were explanted. Recurrent umbilical defect was primarily repaired with suture.¿